Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was not loading the cartridge properly and had been using the same cartridge and infusion set for over 2 days using Lispro insulin. Tandem Customer Technical Support informed customer on the correct way to load the cartridge and that Lispro insulin is indicated for use with Tandem supplies for 2 days. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: Android / Android_Galaxy S23+ / 2.8 / Android 16.